Event description:
The customer reported via phone call that he had issues with the keypad of the insulin pump. Customer's blood glucose was 183 mg/dl at the time of the incident. Customer stated that the buttons are also turning black and do not work at all. Customer ate lunch and stated that it suddenly stopped and when he wanted to take a bolus, the pump kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. There were no unexpected numbers ramping/scrolling during testing. The pump had a minor scratched lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, and a stained end cap sticker.